Event description:
Approx 30 minutes into the treatment, the pt complained of a warm sensation, itching and shortness of breath. Oxygen at 5l was administered via nasal cannula and 25mg benadryl via IV push. The pt's blood pressure was recorded at 142/73 end pulse at 83. Clinic staff noted pulmonary edema with dyspnea, and wheezing. Ems administered benadryl and nebulizer treatments. This was the pt's first treatment with this dialyzer type; no reuse is practiced. Ace inhibitors are not prescribed for this pt. The pt has since been prescribed for this pt. The pt has since been switched to the cahp210 dialyzer. The IFU's for priming the psn210 were followed by clinic staff.